Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the asymmetric position of the femoral head within the acetabular cup suggesting polyethene wear. A possible fracture involving the lesser trochanter. Significant radiolucency along the greater and lesser trochanter as well as the inferior acetabular cup which could indicate evidence of osteolysis. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was being considered for a revision due to trochanter fracture. However, no revision procedure has been reported to date.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03850, 0001825034-2019-03851, 0001825034-2019-03852. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reasons. No additional information is available at this time.